Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device intermittently did not alarm a specific tone. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time customer will not be returning the device for evaluation. The device was repaired at the user facility and was returned to clinical service. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.